Manufacturer narrative:
Sample received consist in 1 cassette product. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection: the sample was visually inspected at 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing: sample was filled with 250 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Accuracy test: the sample received was connected to the cadd legacy plus pump and to balance mettler toledo to look for unusual function. Results: the sample could be connected without problem; sample passed the test average delivery 4.191%. Complaint is not confirmed. Mitigations ? Occurrence: per procedure cassette bag loading these are the current mitigations implemented in the process to prevent delivery. In bag loading operation ay bag folds from each side toward the center approximately 6.6 mm (1/4?) To 9.5 mm (3/8?) To assure the correct position of the ay bag. The pump tube is adjusted between ffp arch and hooks during assembly process following the visual aid. Detection: the following detection mitigations are placed in the manufacturing process to detect delivery issues. Per procedure cassette leak testing, install ffp clip and luer capping production performs a 100% in process inspection, to verify for occlusions, kinked tubing, components damaged, verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Per procedure cassette in process testing production performs an accuracy test following the procedure accuracy test procedure; takes a sample of 3 parts at shift start-up, the beginning of every job; at least every 5 hours. Per procedure for cassette regular, cassette enteral and cassette 250 ml, quality takes a sample of 15 units at an interval of 2 hours plus or minus 30 minutes, prior to placing product in bag, to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable would not run once started even though primed. Removed disposable and tried to prime it just disposable and tubing, had trouble priming, forced it to after several attempts (primed with pump) would not run for nurse. No patient injury reported.